Event description:
The customer called to report a blank display after changing the battery. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 78 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. Corroded battery tube and cracked reservoir tube were noted during visual inspection.